Manufacturer narrative:
The patient age and weight were not provided. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 9 months. (Calculated from the date when the mobile power unit was issued to the patient). The mobile power unit is not a single use device. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that on (B)(6) 2017, a no external power alarm occurred due to an accidental disconnect of the mobile power unit power cord. The patient was asymptomatic. No further information was provided.